Event description:
The reporting facility requested service on this device due a malfunction code 25. No pt injury or medical intervention was reported to have been caused by this situation. Details were not available from the facility's contact regarding pt details, drug involved, where the situation occurred, and whether or not the pump was in use on a pt when the failure occurred. Should any of these details become available a follow up report will be submitted.